Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: investigation revealed that the battery compartment was cracked in multiple places. Unrelated to the original complaint, investigation revealed the following: the audio bolus button cover was torn but the button remained operable; there were no audible tones present at start up; investigation revealed a piezo contact alignment failure in the audio circuit.